Manufacturer narrative:
(B)(4)

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00417 and freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2015-00418). The customer reported that the freedom driver would not charge the onboard batteries while connected to external power via the ac power supply. The customer also reported that the freedom driver was "very noisy." The customer reported that the patient was switched to the backup freedom driver and backup ac power supply without adverse impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior components revealed no anomalies. During investigation testing, the driver was capable of charging the onboard batteries while connected to external power via an ac power supply, and no unusual noise occurred. The driver was tested for an additional 119 hours at normotensive settings, and during the duration of the test, there was no evidence of discharge of the onboard batteries, which would indicate that the onboard batteries remained charged while installed in the driver. The customer-reported noise was also not reproduced. In addition, an onboard battery discharge/recharge test was conducted to confirm proper operation of the driver's ability to charage onboard batteries. The driver was powered by installing two fully charged onboard batteries, and it was allowed to operate for 90 minutes to discharge the onboard batteries. After the discharge period, each onboard battery showed three illuminated leds when their fuel gauges were pressed. An ac power supply was connected to the driver to recharge the onboard batteries. After 90 minutes of charging, both onboard batteries showed five illuminated leds, indicating they were fully charged. It is possible that there was an issue with the patient's onboard batteries. However, the patient's onboard batteries were not returned to syncardia and could not be evaluated as part of this investigation. The freedom driver was serviced and passed all final performance testing. The reported issues posed a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: (1) primary freedom driver s/n (B)(4) (MFR report # 3003761017-2015-00417 and (2) freedom ac power supply s/n (B)(4) (MFR report # 3003761017-2015-00418). The freedom ac power supply is a component that enables the freedom driver to be plugged into an external power source. The customer reported that the freedom driver would not charge the onboard batteries while connected to the main power. The customer also reported that the freedom driver was "very noisy." The customer reported that the patient and his wife insisted to switch the driver and ac power supply as a precaution. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver has a redundant power source of onboard batteries. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.